Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo supraventricular tachycardia procedure, an effusion occurred on the right side which required a pericardiocentesis. Ablation was completed in the right and left atrium and the patient became hypotensive. An intracardiac echo revealed an effusion just after entering the non-coronary cusp. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.